Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed pump error wherein there was hardware low level failure. The customer's blood glucose was 8.7 mmol/l at the time of the incident. Customer stated the reservoir compartment smelled insulin. Customer was advised the insulin pump will be replaced. The customer will return the product for analysis.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 63 noted during testing. However, pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly.